Event description:
It was reported by service report that the stretcher's zoom drive was intermittent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Pcb box, cam position cable.